Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported their programmer became blank today or one other time. Patient needed to get an MRI last october and was informed by the MRI facility that they couldn't do the MRI because after an x-ray the wires were looped around and if the wires were touching there could be potential heating of the leads. During the call programmer was responsive and patient was full body compatible. Agent redirected MRI facility to call medtronic for any questions.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID 97740 ((B)(6)); product type: 0201-programmer patient; section d references the main component of the system. Other medical products in use during the event include: brand name specify surescan; product ID 977c165 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2016 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.